Event description:
A peripheral atherectomy procedure commenced to treat a slightly calcified lesion in the mid superficial femoral artery (sfa). A spectranetics turbo-elite laser atherectomy catheter was used to treat the patient. During excessive pushing of the turbo-elite, the catheter would not cross or pass through the lesion in the mid-sfa. The turbo-elite was removed and the procedure was completed with angioplasty. After removal, the turbo-elite outer jacket was observed to be cracked. The procedure was completed with no reported patient harm. This event is being reported out of an abundance of caution for unintended radiation exposure, potential for harm.

Manufacturer narrative:
D4): device serial number unk. H3/h6): the device was discarded, thus no investigation could be completed and the cause of the reported complaint could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.